Event description:
Reportedly, during patient use, the compressor was observed to have low pressure and no air was observed to be exiting the unit. There was an "air supply loss" alarm. The patient was manually ventilated before being transferred to another unit. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.